Manufacturer narrative:
On 4/18/2019, mentor became aware that the mre review mistakenly reported as pending review while it was reviewed: the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Medwatch number: mw5060263. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient with no prior medical history who underwent primary augmentation with mentor saline implants on (B)(6) 2005 was diagnosed with hypothyroidism (diagnosed in (B)(6) 2008) & rheumatoid arthritis. The patient reported the following symptoms: severe joint pain, swollen lymph nodes, chest pain, dry eyes, dry skin, brain fog, extreme fatigue, weight gain, hair loss, rashes that do not resolve, sores on hair line at the back of the neck, constipation, dehydration, and headaches. The patient underwent bilateral explantation on (B)(6) 2016 without replacement. Upon explantation, there appears to be some foreign material inside the left implant that the patient alleges is mold. Per patient, no testing has been completed on the implants. The patient reported that she will still have the hypothyroidism and ra for the rest of her life but that her symptoms (brain fog, headaches, chest pain, dry eyes, lymphadenopathy, weight gain, sores on hair line and hair loss) have improved. The device has not been received thus far, therefore, no analysis has been completed by mentor. The root cause of the patient's symptoms are unclear. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.